Event description:
The patient reported symptoms of pain, tenderness, mobility, gingival recession, swelling, tooth loss (patient extracted tooth 2.2 themself). It is unknown if the patient has dental trauma, but the treating doctor shared that they suspect trauma in the area. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptom.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - existing dental restorations (e.g: crowns, bridges) may become dislodged and require re-cementation or, in some instances, replacement," "a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost," "the health of the bone and gums which support the teeth may be impaired and aggravated," and "dental tenderness may be experienced following initial aligner placement and after switching to each new aligner in the series." The treating doctor shared that the potential root cause of this event could have been trauma against the tooth (patient is a football player). Doctor had a discussion with the periodontist. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (serious injury) and the invisalign product was being used.